Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt stated that his infusion device began to beep with "777" displayed on the screen. The pt was using a recalled power pack which had been in use for over 3 weeks. He immediately changed the power pack and the infusion device functioned properly. The pt stated that he understands the recall and he prefers to use his supply of recalled power packs before beginning use of the corrected power packs. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Corrected power packs were sent to the pt. No product will be returned for eval.